Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: as there is no sample returned for investigation and it is not possible to determine the source of safety shield activation failure from the photos returned, a review of the past 12 months qn for catalog 393230 was performed. There is no related qn on defect or condition of safety shield activation failure. Investigation conclusion: there is no related qn on defect or condition of safety shield activation failure for the past 12 months. Root cause description: the root cause cannot be determined. Rationale: there is no sample returned for investigation. Complaint trend would be monitored.

Event description:
It was reported that after use of the bd venflon¿ pro safety shielded IV catheter there was a safety shield failure resulting in a needle stick.